Manufacturer narrative:
Concomitant medical products: product ID: 37761, (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator ins for spinal pain and lumbar radiculopathy. It was reported connector pin was broken, and it was stuck in the recharger. Patient had been tried to get it out with tweezers and could not get it out. Patient had pain, and this would consider a sudden change in therapy and symptoms. No further complication reported.

Manufacturer narrative:
Product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4) found that connector pin broken. If information is provided in the future, a supplemental report will be issued.